Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 300ml. A new system was strung and the pt completed their treatment w/o further issue. Hemodialysis nurse reports that there is no other know ill effect to the pt. The pt continues hemodialysis therapy w/o issue. There is a sample available for eval.